Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was fractured and exhibited high impedance and there was no capture. In addition, there were inappropriate atrial tachy response (atr) as a result. Boston scientific technical services (ts) advised programming options. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report was created due to additional information received. Additional information received indicated that the right atrial (ra) lead exhibited noise, oversensing and pacing inhibition. The ra lead was surgically abandoned. No additional adverse patient effects were reported. Boston scientific received information that this right atrial (ra) lead was fractured and exhibited high impedance and there was no capture. In addition, there were inappropriate atrial tachy response (atr) as a result. Boston scientific technical services (ts) advised programming options. The lead remains in service. No adverse patient effects were reported.